Event description:
The customer called to report motor error alarms. Troubleshooting was performed and the insulin pump did not pass the displacement test. The customer also stated she had not exposed the insulin pump to any MRI scans.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been return, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once analysis has been completed.